Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the cable at the permanent cautery spatula instrument wrist broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common causes of the failure mode broken distal instrument pitch cables are attributed to a component failure. An additional observation not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .131¿ - .033" in length and were not aligned with the tube axis. Common causes of the failure mode scratch marks and abrasions on the instrument main tube are typically attributed to the user. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against the cannula. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.